Event description:
False negative urine hcg.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 248. 57iu/ml hcg urine control yielded clearly positive results of 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. There is no abnormal found in batch review and the product number, product description and lot number was verified. Rep 2008. The retain eval and mfg doc review are ok. ---rep (2008).